Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was found fallen on the floor by her husband and was rushed to the hospital on (B)(6) 2020 with an unknown blood glucose level. She did not have her insulin pump at the time of call as she had lost it. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.